Event description:
It was reported that, "dr was putting the screw in and it bent the spring bar on the plate."

Manufacturer narrative:
Method: complaint history analysis, device history review, visual inspection, risk assessment. Results: this is the (B)(4) complaint received on aviator plates relating to spring-bar deformation during screw insertion. The device history of the device was reviewed and no deviations were noted. The product was visually inspected and it was confirmed that one of the spring bars is slightly bent. In this case there were neither adverse consequences to the pt nor any significant delay in surgery. Another plate was used successfully to complete the procedure. Conclusion: the failure is believed to be the result of user-error. The screw was most likely over-angulated during insertion. The damage that was observed on the returned plate supports this hypothesis. The aviator surgical technique clearly details the instruments that are to be used and the steps that are to be followed when preparing the screw-holes in order to achieve optimum screw trajectory.